Manufacturer narrative:
Follow-up #1: date of submission 02/01/2017 device evaluation: the device has been returned and evaluated by product analysis on 01/25/2017 with the following findings: a review of the black box showed no evidence of unusual voltage fluctuations. The returned battery cap was able to fit securely and to maintain an electrical connection. The rewind, load, and prime steps were performed successfully. All currents read within specifications. No overheating or alarms occurred during investigation. The pump cover was removed to find no intermittent conditions to the power printed circuit board. The complaint of a temperature issue was unable to be duplicated.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. There was no reported bodily injury due to the temperature issue. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.